Event description:
Post uae develped necrotic fibroids, pus in abdomen, right pyosalpinx, left hydrosalpinx, enlarged uterus with leiomyoma. Required total abdominal hysterectomy and bilateral salpingo-oophorectomy.